Event description:
The complaint was reported as: the complaint alleges that the circuit did not pass the leak test. No report of pt injury or pt involvement.

Manufacturer narrative:
The device sample was not returned to the MFR at the time of this report. A device history record (DHR) review could not be conducted since the lot number was not provided.